Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event was most likely due to procedural factors. Added h6 investigation findings and investigation conclusion codes.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. If additional information is received a supplemental MDR will be submitted. Myocardial infarction usually occurs due to obstruction of a coronary artery and inadequate perfusion of the heart tissue. It is common for patients with valvular disease also to have significant coronary disease; therefore, the vast majority of myocardial infarctions will be related to the patients underlying disease and not related to the device. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted had a myocardial infarction on post-operative day zero (0). The patient returned to operating room for emergent coronary artery bypass grafting x 1 consisting of aorta via greater saphenous vein graft to the terminal branch of the left circumflex. Intraoperative findings note a sluggish dusky flow in the large terminal branch of the left circumflex, almost certainly due to occlusion from the posterior annular mitral sutures. During initial implant of the 27mm mitral records noted deep calcification of the posterior mitral valve annulus. Surgeon placed a total of 21 pledgeted 2-0 primary ground sutures all the way around the annulus, taking very deep bites of the posterior mitral valve annulus with the pledgets on the ventricular side. These sutures were than passed through the sewing ring of the valve and was implanted. There were no periprosthetic leaks and valve appeared to seat perfectly. Patient was transferred to the surgical ICU in stable condition. Patient had a myocardial infarction and returned to or for emergent CABG. Patient was transferred to surgical ICU in stable condition. Patient was discharged on post operative day 14.